Manufacturer narrative:
The insulin pump was received unable to vibrate during self test due to broken vibrator wire. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the vibration on the insulin pump does not work most of the time. Blood glucose at the time of the incident is unknown. Most recent reading was 72 mg/dl. Customer stated the vibrate mode is on and the battery is not low. The insulin pump failed the self test; it did not vibrate during the vibrate test. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.